Event description:
It was reported that an unknown promus stent was implanted in an unspecified coronary artery on (B)(6) 2010. On (B)(6) 2010, the patient developed serious bleeding, possibly due to use of antiplatelet medication, and died on (B)(6) 2010. The cause of death was not provided. Concomitant medications including antiplatelet medications are currently unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported hemorrhage and death are listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch, additional information received indicates the stent was promus 2.5x23mm, implanted in the proximal left anterior descending coronary artery. No additional information was available.

Manufacturer narrative:
(B)(4).